Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was monitored, all operating currents tested within specification range. No unexpected off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the batteries for customer's insulin pump are lasting about two days. Customer received an off no power alarm. Customer changed the battery on (B)(6) 2014. His blood glucose is 149 mg/dl. Customer uses rayovac batteries. He did not receive a low battery alert prior to the off no power alert. The device has been dropped. The battery cap is not loose or damaged. Customer stated this is the second off no power alert without a low battery warning. The device also has a crack in the upper right and left corners of the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.